Event description:
It was reported that this right ventricular (rv) lead experienced a fracture with high, within range pacing impedances and high capture thresholds. The device was reprogrammed to atrial pacing and sensing and the patient is not dependent. The patient has another device that paces and senses in the ventricle. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.